Event description:
Reported problem with a volumetric pump. The pump is displaying error 54 (coulometer issue); an authorised medical device technician tried to replace the power supply board with a new one, but the problem remained. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The reported device was not sent to france for investigation as repairs were carried out locally. It was reported that there was problem with a volumetric pump (fresenius kabi agilia vp) with serial number (B)(6).. The pump is displaying error 54-0080, an authorised medical device technician tried to replace the power supply board with a new one, but the problem remained. The technician changed the power supply board and used the same battery but the pump gave the same error message. He changed also the battery but the error message stayed. The technician asked for additional instructions and he started the complaint procedure. Meanwhile he noticed that the original battery is too old. He also checked the replacement battery and noticed that it haven't been used but it stayed too long on storage without charge and was damaged too. He connected to the pump a 3rd, brand new battery and the pump worked properly. Then he suspected that the general issue might be with the original battery, not with the power supply board. He also noticed oxidation on the battery connection on the original power supply board. He cleaned the connector, mounted the original power supply board back in the pump and connected the new battery. The pump works properly. The power supply was working properly and only the battery was changed. The replaced spare part was not sent back to brézins for further investigation. Therefore, the reported issue is not confirmed and the reason for the error 54 is likely due to the oxidized connector on the power supply board due to the old battery. Note : battery performance can be affected by long storage, deep discharge or high frequency of use on affected battery. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.